Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video processor exhibited faulty contact with pendulum cameras. Issue occurred during set up / inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4,d8, g3, g6, h2, h3, h4, h6 and h11 the device was evaluated by a field service engineer for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: pc-board replaced a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: pc-board replaced should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.